Event description:
A nurse contacted baxter (B)(4) regarding an ultrafiltration- high report with a tina hemodialysis machine, which occurred during therapy while the patient was connected. The nurse stated that the patient was 1.5 kg lower than the expected weight and the patient experienced low blood pressure and dizziness. However, there was no patient injury and medical intervention was not required as the patient recovered without assistance.

Manufacturer narrative:
(B)(4). The machine was evaluated and the reported problem was confirmed; the cause was identified as damaged valve of ultrafiltration system. During a visual inspection, it was noted that one of the machines valves was damaged. Due to the damaged valve condition, functional tests were not performed. A device history review and service history review were performed with no issues noted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by the baxter field service engineer (fse) at the customer location. A follow-up MDR will be submitted upon the completion of the evaluation or if any additional information becomes available.